Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). It was reported that they spoke with their manufacturer representative (rep) this week at the hospital since they are having surgery tomorrow at 9:30 am, but rep told the patient to call patient services to see if there was any more 'juice' on the implant to help them. Patient stated they tried to charge their implant but was unsuccessful two weeks ago. Patient stated at the hospital the rep ran a bunch of tests on their implant and said the implant will not charge at all. Patient verified the issue first began two weeks ago. Patient stated there was 3 wires hooked up, but they are gone now as none of them work at all. Patient then clarified that the surgery they are having tomorrow is to surgically replace the spinal cord stimulator. Agent stated there is nothing that needs to be done with the current implant if its being replaced tomorrow. Patient stated they are in pain without stimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.